Manufacturer narrative:
Patient infomation: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an evo icl implantable colander lens, into their eye. The reporter indicated the lens was too large and their iris no longer constricted adequately for light conditions, leaving the reporter with less than ideal vision. The reporter used eye drops which helped but proved to not be a longer term solution. The reporter would like the lens removed and replaced for correct size. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: b1 should be corrected to adverse event. B2 should be corrected to other serious or important medical events. H1 should be corrected to serious . H6: code 4581 should be added for unreactive pupil. Claim# (B)(4).